Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a prostyle device with a 6f sheath after a carotid stenting interventional procedure. Reportedly, the prostyle device was successfully deployed. During harvesting of the suture, it was noted that part of the suture was stuck, caught up above with the plunger. The suture was cut and successful knot advancement was possible with the remaining part of the suture. Dry closure was obtained, successful hemostasis with the suture of the same prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture caught up above with the plunger¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.